Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not functioning after being dropped by nursing staff and was unable to scan medications in or out. A hard reset was performed by powering off the unit, unplugging it, and powering it back on; however, the scanner issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not working. A field service engineer (fse) removed the protective cover and visually verified that the usb cable was disconnected. Reseated the universal serial bus (usb) connection and re secured the top cover. Device was functioning successfully. The system functioned as intended after the field service engineer repaired the device.